Manufacturer narrative:
The dose data in question was implemented in april 2006 and used for treatment of 172 patients according to the medical center. Patient injury can not be excluded at this point of time. The final clinical effect on the patients is currently under investigation by the hospital. Summary of evaluation: the adverse incident has been recognized / identified by brainlab as "human error".

Event description:
During an internal review of dose data across various sites, brainlab detected a discrepancy in the dose data at hopital. Verification and quality assurance of the dose data is the responsibility of the device owner. No malfunction of the device has been either reported or identified; preliminary investigation by brainlab showed that the device is working as intended. There may have been incorrect dose measurements performed, implemented, and used as does data for treatment.